Manufacturer narrative:
Evaluation - results: diluter box. Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer had a diluent leak. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the diluter box of the instrument. The fse repaired the leak and verified the repairs were performed per established procedures.